Event description:
It was reported that during a difficult stone removal procedure, the basket broke off in the pt. The dr had gone in with a flat wire basket and was unable to get the basket around the stone. The dr tried to decrease the size of the stone with lithotripsy between 7-8 times to no avail. He took out the flat wire basekt and captured the stone with a basket, but the stone snagged, the basket came open and the stone slipped out of the basket. The dr was unable to retrieve it again and while pulling it down the ureter, the basket drive wires broke and disengaged the sheath 1/4 the way down the drive shaft. The dr passed a urethral stent to dilate the ureter and left the torn basket next to the stent inside the pt. The hosp doesn't own a laser, so they are to rent 1 and lase the stone in a few days. The stone was located in the distal ureter, and it's size was 7-8mm, they had utilized the basket twice. The pt returned for surgery 1 week post. A laser was utilized to break up the stone, the fragments were removed and the broken basket was removed. Pt had a good outcome and no further complications were reported.

Manufacturer narrative:
No sample was returned for eval. A review of the device history record found nothing that could cause or contribute to the reported event. The IFU states: only physicians trained in stone manipulation should perform this procedure. A variety of techniques may be employed; however, the physician should use the technique most appropriate for the individual pt's situation. Inspect the device prior to use and during the procedure. Conventional use is to open the basket with the thumb slide. Pull the basket backward toward the object while slowly rotating the basket. Once the object has been captured, partially close the basket to secure the object for removal by pulling the thumb slide back. Simultaneously, withdraw the basket and the ureteroscope from the urinary system. Baseline report previously filed.